Event description:
Top of circular stapler designed to tip up for easy removal out of rectal tissue; however, circular stapler is catching and getting stuck on the newly created staple line. Surgeon caught the malfunction and was able to safely remove from the patient without harm. Surgeon concerned about using this device in the future due safety concern of causing tissue trauma or having to go open to remove the device.